Event description:
It was reported that during use of this pin driver attachment in a total knee procedure, the device broke following drilling of the last pin and the parts fell into the sterile field; no parts fell into the surgical site. There was no report of injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the pin driver attachment was received with three broken grippers. The fourth broken gripper was not returned. Further evaluation of this attachment noted metal shavings inside the collet. The cause of this failure mode was unable to be determined. Conmed linvatec will continue to monitor this product for failures.